Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was 31.4 mmol/l. The customer was treated with manual injection. The customer is using energizer aaa alkaline battery. Customer stated that the device was neither dropped or bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 31.4 mmol/l. The customer was treated with manual injection. The customer was advised to change battery and device returned with battery out limit alarm. Customer unable to clear the alarm and none of the buttons are responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for battery out limit.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. No battery out of limit noted. However, the insulin pump was received with high idle current due to open at lcd driver board. No unexpected/constant alarm or beep anomaly noted during testing. No black circle or icon anomaly noted. The time clock was present and advances properly. The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. No missing segment or partial display noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.